Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A dermatologist called accessclosure, inc (aci) on (B)(6) 2011. The physician informed aci that she has a patient who had undergone a uterine fibroid embolization (ufe) procedure on (B)(6) 2011 in which a mynx device was used to close the femoral artery. The physician reported that two days post procedure, the patient developed hives all over her groin and that the patient came to consult with her. The physician stated that test revealed an infection present, so the patient was put on IV antibiotics (brand unknown) for a day and was then transitioned to oral antibiotics (ancef) for 2 days. Per the physician, the hives were localized only in the groin area, but the physician had not seen this kind of reaction before. No further information was provided.